Event description:
It was reported to philips that the geometry pc failed to turn on and received a startup timeout error. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint, which originated from a remote alert from the allura system indicating that the geometry pc failed to start up sporadically on 23-oct-2024. According to the additional information acquired, the system was in clinical use for a planned treatment/non-emergency treatment at the time of the event. The procedure was completed successfully after a short delay by restarting the system. A philips field service engineer (fse) inspected the system on site and reviewed the log file from the day of occurrence and subsequent days. Log file analysis confirmed that the logs contained two occurrences of geometry errors, as indicated in the remote alert, and no further geometry errors were identified. System testing did not identify any issues, and the geometry errors could not be reproduced. The system was returned to use in good working order. The system was kept under monitoring and no reoccurrences of this issue were observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the geometry pc issue was resolved via a restart, which allowed for procedural continuation. If a loss of movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the movement issue may be resolved, allowing for continuation and completion of the procedure. A loss of movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.